Event description:
It was reported that during the post-op device interrogation it was discovered that the patients right atrial (ra) lead had dislodged. The lead dislodgement was confirmed via fluoroscopy. The lead was reprogrammed and then the device pocket was reopened and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).